Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system and aptus endoanchors were implanted in a patient for the endovascular treatment of a 5.9 cm in diameter abdominal aortic aneurysm. It was reported that the patient had a short aortic neck. The physician determined prior to stent graft implantation that aptus endoanchors would be implanted prophylactically. 6 aptus heli-fx endoanchors were implanted at the proximal fabric edge of the endurant ii bifurcate. The aptus guide was replaced with a pigtail catheter. Prior to the post angiogram the physician noticed air embolism inside the lumen of the contralateral left limb. The left sheath was then advanced and the air was removed by suction. Once the air was removed a final angiogram was performed. The patient was not harmed by the event. The procedure was successful. The physician stated that the air embolism was not related to the stent graft or stent graft delivery systems; how ever, it was related to the aptus endoanchor procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis results are: the complaint could not be confirmed as the event occurred in vivo and could not be replicated during device analysis. Previous testing of heli-fx guide devices confirmed it is possible to create a vacuum by drawing air through the proximal device seals if the tip of the guide is flush/compressed against the stent graft wall (more probable in cases where the guide deflection length = neck diameter) and the applier is removed quickly. Guidance for preventing this is included in both the IFU and product training documents.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.